Event description:
Affiliate reported that the device was implanted via v-p shunt in 100 mmh2o in 2005, and after the surgery, the ventricles of the patient's brain became too small. The doctor decreased the pressure to 120 mmh2o nine days later, 140 mmh2o two months later, 160 mmh2o in 2006, and 180 mmh2o in 2008. In 2009, the device could not reprogram the pressure. Five months prior, the device was replaced in 100 mmh2o.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.